Event description:
The hospital quality department calls regarding a possible incident that had happened on (B)(6) at 04.45 hrs. The nursing staff should lower the bed so the pt wasn't resting in a too high position. When lowering the bed the cable was squeezed and there was a short circuit. There was a crackling noise and a short flash from the cable. The pt was not hurt. The sales rep will visit the customer for training in using the cable channel on the mattress.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh, inc on behalf of the manufacturer arjohuntleigh (B)(4). Additional information will be provided following the conclusion of the manufacturer's investigation.